Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient ¿got good coupling, she got 8 boxes, and she didn't lose them, she checked it and still had good coupling but she used it all day like yesterday and it only charged her battery 25 percent¿. Representative said that patient told them this started 4-6 months ago. Since patient hadn't been able to use the recharger very much due to this charging issue, they had pain ¿at night and when she was walking because she hadn't been able to use her stimulator due to the charging problem, patient didn¿t want it to go empty so she used it a couple hours during the day¿. It was stated that this issue had also been happening for the past 4-6 months. It was noted that patient had pain when in certain positions and difficulty recharging. It was stated that patient got 8 coupling boxes, but ins not advancing past 25% charge. No further complication and no symptoms were reported.